Event description:
Pt on tabs bed alarm found on floor of his room. Nurse reported checking all connections as well as verifying alarm by placing pressure on the pad under the pt prior to the fall. Rn reported tabs alarm did not alarm to alert her the pt was attempting to get out of bed. There was no injury to the pt from the fall.